Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Low sensing amplitude (<2.0 mv) observed via home monitoring on (B)(6) 2020. Pacing impedances and thresholds remained in range. Lead was left implanted until (B)(6) 2020, at which point it was explanted after oversensing and noise resulted in inappropriate vf diagnosis and inhibition of pacing. No adverse patient events were reported. Should additional information become available, this file will be updated.